Event description:
Ous MDR: this pacemaker could not be interrogated after being implanted for about 16 months.

Manufacturer narrative:
Ous MDR - upon incoming inspection, the pacemaker was not interrogatable and a dump of the pacemaker's memory content could not be performed. The pacemaker's output signal was measured and the pacemaker was found to be pacing in back-up mode: vvi / 70 ppm/4.8 v/1.0 ms/ unipolar pacing and sensing polarity. During analysis, a re-initialization was performed successfully. After that, the pacemaker was interrogatable again and was pacing according to factory settings. A switch of the pacemaker into the backup mode was not observed during the rest of the analysis. Due to the fact that a re-initialization recovered the interrogation functionality, invalid memory content should be taken into consideration as a root cause for the clinical observation. The device detected the invalid memory content automatically and switched to a back-up mode. In this back-up mode, a predefined program is active, ensuring antibrady pacing. This was confirmed by the measurement of the pacemaker's output signal. The quality documents accompanying the pacemaker have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this pacemaker. The memory content during the production at biotronik was valid. The origin of the invalid memory content is unknown. It was not reported whether the pacemaker was subjected to strong external fields like hf surgery or radiation therapy. In or manufacturing problem. The patient's safety was not affected due to the fully functional sensing and packing in a secure back-up mode.